Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that due to the localizer faulted display, the camera could not be used. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the 9735821r camera lot number p904152 was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. Additionally, a message indicated that the illuminator voltage was measured lower than recommended. The psu failed an accuracy test (aak) at 0.482 mm, with a passing threshold of 0.250 mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.